Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the hasp on the fridge was falling off. A field service engineer firmly fastened the hasp to the refrigerator. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system had fridge failure.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.